Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: patient's therapeutic range was 2-3 and results had been around 2.9-3.0 inr. Patient just woke up one day and had a bleeding incident. Patient was hospitalized; physician did not know what caused the bleeding. Patient was given a new therapeutic range of 1.8-2.5. Patient self tester returned from hospitalization from bleeding incident and tested on the inratio meter. Date: (B)(6) 2013, inratio: >7.5, lab: 2.1. Patient was unable to provide information regarding medications or medical condition. Patient self tester states she may have touched the strip when applying sample to the inratio strip, and left an old strip in the meter for an unspecified amount of time. Patient was taking an antibiotic for a urinary infection one week before testing on the inratio meter.